Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in the hub was deformed and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the CT room reported that after the product was used by the patient, when the syringe was connected, it was found that the luer connector of the extension tube was deformed, which made it impossible to connect. Afterwards, it is damaged after being connected with force, resulting in leakage.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed the pink single port luer connector from a 20g nexiva device. The flow control plug was not attached to the connector. An impression was observed in the connector between the threads and wings, which was consistent with the material being crushed. It was reported that the deformation was not observed until an attempt was made to connect a syringe. The reported leak could not be verified or confirmed from the photograph; however, the leak was likely a concomitant issue of the damaged and deformed luer connector. The reported issue was confirmed for the adapter/connector being damaged. The damage seen in the photo was likely manufacturing related. The deformation could be attributable to damage from the assembly process if the part was loose and improperly handled by the gripper. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in the hub was deformed and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the CT room reported that after the product was used by the patient, when the syringe was connected, it was found that the luer connector of the extension tube was deformed, which made it impossible to connect. Afterwards, it is damaged after being connected with force, resulting in leakage.